Manufacturer narrative:
The field service engineer (fse) backflushed the system. The fse ran calibration, qc, and precision that were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable ise indirect na, k, ci for gen.2 results for 1 patient tested on a cobas 8000 ise module. Of the data provided, there were k and cl discrepant results. The initial k result was 3.6 meq/l and was reported outside of the laboratory. The repeat k results were 4.2 meq/l, 4.3 meq/l, and 4.3 meq/l. The initial cl result was 119 meq/l and was reported outside of the laboratory. The repeat cl results were 119 meq/l, 96 meq/l, 97 meq/l, and 96 meq/l. There was no adverse event.